Event description:
It was reported that during the embolization procedure, the subject stent was selected to cover the neck of aneurysm. The resistance was encountered while advancing the subject stent through the microcatheter. When the physician tried to retract the subject stent again, it was found that the subject stent had detached from the delivery wire within the microcatheter, and two-thirds of the subject stent was left inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9. Product available to stryker: updated, d9. Returned to manufacturer on: updated, h3. Device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received deployed within the lumen of the microcatheter. The subject stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was noted to be intact. The subject stent was located at the proximal end of the microcatheter and was noted to be intact. The subject sdw was kinked/bent at the distal end. The introducer sheath was noted to be intact. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during analysis. The returned device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. It was reported "after properly flushing and venting the subject t stent, the physician encountered resistance when advancing the subject stent more than halfway through the microcatheter. The physician attempted to retract the subject stent and then re-advance it, finding that the resistance decreased slightly. The physician continued to attempt advancing the subject stent but still encountered resistance and could not deliver it smoothly. When the physician tried to retract the stent again, it was found that the stent had detached from the delivery wire within the microcatheter, with the subject stent remaining approximately two-thirds inside the microcatheter and the delivery wire being withdrawn out of the body". Additional information did not indicate any issues noted during unpacking or set up of the device, the device was prepared as per dfu instructions and continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was reported to be moderately tortuous, which may have contributed to the reported event. The subject stent was received deployed within the lumen of the microcatheter. The subject stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was noted to be intact. The subject stent was located at the proximal end of the microcatheter and was noted to be intact. The subject sdw was kinked/bent at the distal end. The introducer sheath was noted to be intact. Based on the available information and the analysis of the returned device, it is possible that the subject stent was damaged during transfer. If the stent was compromised at that time, increased friction would likely have been encountered during the procedure, potentially leading to premature deployment. The event may be attributable to certain procedural factors that occurred during the procedure. The as reported event ¿stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use' and the as analysed defects 'stent deployed prematurely during use' and 'sdw kinked/bent' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the embolization procedure, the subject stent was selected to cover the neck of aneurysm. The resistance was encountered while advancing the subject stent through the microcatheter. When the physician tried to retract the subject stent again, it was found that the subject stent had detached from the delivery wire within the microcatheter, and two-thirds of the subject stent was left inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.